Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the patient complained of dizziness. The physician observed episodes of loss of capture on the right ventricular (rv) lead. The patient was not pacemaker dependent and the physician was unsure if the symptoms were related to the loss of capture as the symptoms did not occur during the episodes. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.